Event description:
The customer reported sample counts outside limits errors involving the access 2 immunoassay system. The customer indicated patient results were not impacted. There was no report of patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) determined the substrate had been depleted and air was in the substrate lines. The fse had the customer prime the substrate and system check, and qc had passed. The fse then observed the substrate pump still had air in the lines and replaced the substrate pump and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a faulty substrate pump is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).